Manufacturer narrative:
Patient information was unavailable at the time of report. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the battery was not holding a charge. The imaging device shut down multiple times during use and had to be restarted several times to finish the case. There was a less than hour surgical delay and no impact on the patient outcome.